Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a laparoscopic appendectomy, at procedure the appendix basis was stapled with a blue loading unit. No remarkable inflammation was seen at basis. After the mesentery was stapled with a white loading unit. There were also no unusual changes noticed. In the area of the suture row were no clips set priorly. During procedure the area of the suture row was complete and dry, no bleeding. After procedure the hb value dropped to 5-6 and a re-operation was made. An arterial, pulsatile bleeding out of the mesentery suture row was found. This was fixed with absorbable clips. Patient is now fine again. There was blood loss more than 250cc.